Event description:
The lancet is purchased to work with the platform and the release device. The release device will not fit correctly to pierce through to get to skin. Additionally the metal shaft comes off. Also see 1004512 and 1004514.